Event description:
It was reported post-op lap gastric band procedure, the pt came in for a routine band adjustment, and they encountered difficulty accessing the port. The surgeons' pa attempted to do the adjustment first, using fluoroscopy and could not access the port. The surgeon then attempted himself and was also unsuccessful. They had concerns the port had flipped. During the port revision surgery, the port was not flipped, but its position on the rectus which made access a challenge, due to the round shape of the pt. The surgeon reposition the port to make future fills easier. While working to remove the port from the rectus, he felt that he may have damaged the port due to scar tissue. He used a new port and placed it medially in a more accessible position, to make future fills easier. It was not reported how many fills the pt had been administered. Pt has been sent home as an outpatient and is stable.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.